Event description:
The rep reported that the doctor investigated this patient's medical history and discovered this patient has taken ¿uro mp medication,¿ which has methylene blue in it which likely turned the catheter/septum the blue coloring. The doctor is curious if this has an affect on the patency of the catheter, since he kept it in the patient. The agent reviewed the only way to confirm that information would be to perform a dye study.

Manufacturer narrative:
Continuation of d10: product ID: 8590-1, lot# n663376, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: accessory; product ID: 8731sc, serial# (B)(6), implanted: (B)(6) 2009, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8590-1, lot#: n663376, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type: accessory. Product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2009, explanted/partially explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 09-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving ga blofen with concentration 1000 mcg/ml at a dose rate of 194 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the reason for call was to discuss why a patient's catheter and septum were colored blue as found during a replacement case. The patient was getting their pump replaced because they had a hematoma around the pump and the pump site was swollen. The date in which this hematoma began was unknown, but the hcp stated it was shortly after they put the mesh pouch in the pump on (B)(6) 2017. The date (B)(6) 2017 is considered an approximate date of event (specific year known only). It was indicated that they put the mesh pouch in because the patient's pump was flipping. Refer also to MFR report 3004209178-2017-03968 regarding pump flipping (prior event). At multiple refills since (B)(6) 2017 the hcp pulled large amounts of fluid off of the hematoma at the pump site. The most recent refill where he did this, he pulled 50 cc of fluid off of the pump site. The hcp at times had also pulled bloody fluid off of the pump site. An exploratory surgery was performed (B)(6) 2021 to replace the pump. During surgery they discovered that there was a "fibrous blob" around pump and mesh pouch. Additionally, there was a lot of fluid around the pocket site and the septum of the old pump, and the catheter was blue. The hcp used gablofen and only utilized omnipaque for dye studies and had never used methylene blue. The hcp also does not use the manufacturer's refill kits because they use gablofen. The patient was getting great therapy relief and so there were no concerns about the therapy or catheter with the exception of the coloring. The cause of this was unknown. The hcp did not want the pump or catheter to be sent to the manufacturer for analysis and only allowed for the company representative to take photos. The patient's weight was noted as having been requested but was unknown.